Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site #5, non-osseointegration was observed in a diabetic patient with type IV bone. Clinician noted poor bone quality/quantity and performed a bone graft. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site #5, non-osseointegration was observed in a diabetic patient with type IV bone. Clinician noted poor bone quality/quantity and performed a bone graft. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.